Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was not recording history prior to (B)(6) 2016. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: unable to confirm the complaint, the pump information for the complaint date (B)(6) 2016 has been overwritten. The black box shows dates from 2017-01-27 to 2017-02-04. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. Investigators manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. An alarm and a warning were reproduced for testing purposes; both were accurately recorded on the alarm history. Pump history found to be recording properly during testing. Unable to confirm or duplicate the complaint, the pump information for the complaint date has been overwritten. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.